Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a27318.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 600i synchron access clinical chemistry analyzer system was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse performed flowcell cleaning and found debris in the electrode port. After cleaning out the port, the fse struck the carbon bridge and performed successful calibration and integrity check for accuracy. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified debris in the electrode port, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding erratic electrolytes results being received from the device.